Event description:
It was reported the plasmablade was used, the surgeon complained that was sliding and not staying extended. He ended up using a bovie. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Failure investigation of the plasmablade plus after decontamination could not replicate the reported event. The ball tip electrode was connecting to the distal finger grip of the telescoping inner shaft of the handpiece. The ball tip rotated as intended per the device design. The failure reported may have been a prescription by the user. The root cause could not be determined. Review of the lot history record revealed no anomalies.